Event description:
It was reported that, this electrode and the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t wave oversensing and low amplitude. Additionally, the impedance is high within normal limits. The technical services (ts) discussed troubleshooting and reprogram options. X rays were performed and showed a possible situation where this electrode may not be in direct contact to fascia. There could be some slight rotation, however the ts mentioned that the type of signal during the inappropriate shock does not seems an integrity defect and it is more pointing towards a possible spontaneous change in morphology. This electrode remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this electrode and the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t wave oversensing and low amplitude. Additionally, the impedance is high within normal limits. The technical services (ts) discussed troubleshooting and reprogram options. X rays were performed and showed a possible situation where this electrode may not be in direct contact to fascia. There could be some slight rotation, however the ts mentioned that the type of signal during the inappropriate shock does not seems an integrity defect and it is more pointing towards a possible spontaneous change in morphology. This electrode remains in service. No adverse patient effects were reported.